Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use had a ¿gooey¿ substance inside the syringe prior to use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: sample evaluation: one open 5ml packaged syringe was received by bd (B)(4) and confirmed to be from batch #6179532 (p/n 309646). The sample was visually evaluated. The ¿moisture / gooey substance¿ observed on the black stopper is silicone that is used in the manufacturing process. The amount observed was a normal and expected amount of silicone for this product per product specification. DHR review for batch 6179532 (p/n 309646): manufacturing dates: 07/14/2016 to 07/17/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6179532 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Investigation conclusion: n/a, no defects were confirmed.